Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Device was received with cracked case on the two right sides at the display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. The customer stated the alarm did not occur during the rewind/prime sequence. During troubleshooting, the customer was advised to clear the alarm using the esc and act buttons, disconnect and remove the reservoir; the customer reported the alarm occurred for a second time. Customer's blood glucose value was 111 mg/dl. The insulin pump was replaced and returned for analysis.